Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. This lead was out of service and replaced. No additional adverse patient effects were reported.